Event description:
A customer reported a discrepant organism identification on the vitek 2 gram-negative (gn) identification (ID) test kit (ref (B)(4), lot # 241292910). The organism was reported as pseudomonas luteola; however the organism was identified as yersinia pestis by a reference laboratory. The colony morphology and gram stain matched that of either organism (p. Luteola or y. Pestis); the physician used the results from the vitek 2 gn ID test kit to treat the pt. The pt had symptoms of pneumonia, and was treated with levofloxacin, vancomycin, tazobactam, pipercillin and meropenem. Though the discrepant organism identification result was reported to the physician, the customer indicates there was no adverse impact to the pt due to the vitek 2 organism identification result and the pt was responding favorably to the initial prescribed therapy. The treating physician stated he would have prescribed a different therapy (doxycycline or ciprofloxacin) if the vitek 2 gn ID test kit had provided an initial result of y. Pestis. The treating physician did not specify whether treatment was modified after receipt of y. Pestis confirmation from the reference laboratory. Based on the details provided by the customer, there is no evidence/indication of the following: injury or death to pt; evidence that a pt underwent any unnecessary medical procedure due to the reported event; evidence of a delay in treatment; evidence of negative impact to the pt due to the discrepant vitek 2 result. There is no indication or report from the hospital or physician to biomerieux that the discrepant vitek 2 result led to an adverse event related to the pt state of health. As yersinia pestis is categorized bsl-3, submittal of the isolate to biomerieux is not possible. A detailed investigation by biomerieux cannot be performed. Review of complaint history indicates this event is the only report of y. Pestis misidentification in the past two years. Review of the quality control (qc) data of test kit lot # 241292910 shows the lot passed on initial qc, which suggests there is no lot performance issue.